Manufacturer narrative:
(B)(4).

Event description:
It was reported that the inner cannula of the tracheostomy tube was difficult to fasten to the outer tube. The problem was noticed prior to use. There is no patient involvement reported.

Manufacturer narrative:
(B)(4). The sample associated with this report was returned. A visual inspection was performed and determined that all returned components were assembled in accordance with manufacturing processes and specifications. No visual anomalies were detected. Torque testing also determined that the torque measurements were within specification and the reported complaint could not be verified. The manufacturing process and quality controls were reviewed and found to be acceptable in detecting a failure of the inner and outer cannula to fasten prior to being release for distribution. A review of the device history record was conducted and determined there were no non-conformances during the manufacturing process for this lot. It is unknown if there were other tubes being tested by the customer at the time of the reported event. Instructions for use warnings include: all inner cannulae with twist-lock connectors provided in this package should not be used on any other tube because they are fitted to the exact length of this tube.